Manufacturer narrative:
Additional information was added to d9, h3, h6, and h11. H11: the device was received for evaluation. Visual inspection on the actual sample did not identify any abnormalities that could have contributed to the reported condition. Functional testing was performed which included pressure testing, and no issues were observed. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a one-link needle-free IV connector leaked at the hub during infusion. The issue was described as "the clear cap at the of the cvc (central venous catheter) lumen leaked at the hub despite being screwed on". There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
D4: unique device identifier (UDI) # is based on the di information as no lot number was provided by the reporter. Should additional relevant information become available, a supplemental report will be submitted.